Manufacturer narrative:
Examination of the submitted dxtend stand pe cup d38 +3mm did not find any evidence to confirm the reported event. The returned product was checked dimensionally and functionally. Device history records were reviewed. Requests for additional investigational inputs were conducted and no information was obtained. The analysis has not highlighted any product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Humeral cup failed to seat in the epiphysis upon impaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.